Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose result and reported an issue calibrating the code. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 730am. The patient reported blood glucose results of ¿138 and 140 mg/dl¿ with the subject meter. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. About an hour after the start of the alleged issue, the patient claimed she felt symptoms of dizziness and shakiness. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. The cca walked the patient through correctly coding the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Product analysis findings for retains testing were available at the time of 3500a submission; however, the details of which were not included in the report. The retain test strips failed performance testing with blood and were found to be biased low at 100 mg/dl. In addition, a DHR (device history record) was also completed for the associated meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.